Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has no power and the customer did not receive any alarms or alerts. Blood glucose value was 9.4 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No off no power without a low battery indicator was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a stained end cap sticker.